Manufacturer narrative:
See following MFR numbers for related device failures: 3012307300-2018-01481; 3012307300-2018-01482; 3012307300-2018-01483; 3012307300-2018-01484.

Event description:
Patient's mother reported that her daughter's extension sets (connected to an ambulatory infusion pump) leaked at the filter site during infusion therapy of a life-sustaining medication. The most recent faulty extension set was immediately changed out with a new one as soon as it began leaking at hour 20. She further stated that there was one previous leaking incident over the past few weeks with an extension set from lot 57x511, but does not know how far into infusion it began leaking. No patient or clinical injury was associated with these occurrences, however, she expressed concern that her daughter is losing medication due to the leaking set.

Manufacturer narrative:
Cadd extension sets samples were received for analysis. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found. A CAPA was issued on in order to identify the root cause and implement proper corrective actions.